Manufacturer narrative:
Siemens filed the initial MDR 1219913-2024-00429 on 11-oct-2024. Siemens filed supplemental MDR 1219913-2024-00429 supplemental 1 on 31-oct-2024. Additional information 11-feb-2025: customer has moved to a new lot of immulite 2000 troponin I (lot 329) and has no new issues. Additional information 21-feb-2025: siemens evaluated this issue and provided the following conclusion: siemens reviewed data and instrument files and noted quality control recovered within acceptable ranges on the date of testing and no hardware or system errors were identified in the error logs. Due to a lack of reagents and the unavailability of patient samples, it was only possible to perform a study on a minimal scale. Therefore, siemens used biorad liquicheck cardiac marker quality control lot 67680 material for a reduced precision study. The cv's were found between 3.3% and 5.7% which is within the expected performance of the assay. The results generated by siemens show an expected variance/deviation and no product issue. The adjustments of immulite 2000 troponin I lots 328 (requested) and lot 330 (comparison) were successful. The adjustments for both lots were within acceptable range. The obtained unprecise sample results from the customer are likely related to pre-analytical samples handling. Therefore, we recommend following the sample handling as specified in the instruction for use (IFU) for immulite 2000 troponin I. Siemens has concluded no product issue was identified. The assay is performing as expected. Immulite 2000 troponin I lot 328 has reached expiration. No further evaluation is required. The customer is currently using lot 329 and is operational. In section h6, the investigation findings and investigation conclusions codes were updated.

Manufacturer narrative:
MDR 1219913-2024-00429 was filed on october 11, 2024. Correction: october 11, 2024.

Manufacturer narrative:
An outside the united states customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding the observation of three (3) discordant patient results with troponin I (tpi) on three (3) patients on an immulite® 2000 xpi immunoassay system. The customer stated the water test is good, the kit adjustment is good, the controls are within range on both instruments. Per the limitations section of the instructions for use: "for diagnostic purposes, the results obtained from this assay should always be used in combination with the clinical examination, patient medical history, and other findings." Note: the immulite 2000 troponin I reagent is marketed in the united states under siemens material number 10642239. The 510(k) number documented in section g4 is for the us product.

Event description:
The customer reported the observation of three (3) discordant patient results with troponin I (tpi) lot 328 on an immulite® 2000 xpi immunoassay system, serial number: g1770. No patient results were reported to the physician(s). All samples were reprocessed on the original and alternate instrument. No results have been reported. The customer does know which result is correct. There is no known reports of patient intervention or adverse health consequences due to the issue.